Event description:
It was reported that the images on the 9600+ were fuzzy and the power cord was taped and ground wire broken. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Identified the need to clean air filter, reseat ip (image processor) pcb and fast scan pcb. Cleaned air filter and reseated boards. Repaired power cord. The system was tested and found to be working as intended and placed back into service.